Event description:
The customer reported non-reproducible, discrepant beta human chorionic gonadotrophin (bhcg) results, for two patients, involving the access total sshcg assay used in conjunction with the access 2 immunoassay system and access total sshcg calibrator. One of the patients¿ results was released out of the laboratory as positive. It is unknown if patient care was impacted. The customer has not received any reports of patient injury or change in treatment associated with this event. All 0.0 miu/ml readings were originated from the reagent pack in question. Quality control (qc) was in range prior to the event. After the event, tri-level qc was loaded at two separate times and produced 0.0 miu/ml for all data. The customer replaced the reagent pack and retested the second patient¿s sample and obtained an acceptable value. Patients¿ samples are collected in serum separator tubes (sst) and centrifuged at 3,500 rpm (rotations per minute) for five minutes at 5 degrees celsius. The samples were sampled from an insert cup. No sample integrity issues were noted. Quality control (qc) is performed daily. The customer had an internal biomedical engineer verify instrument hardware. No system issues were reported.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. The customer indicated the reagent pack was discarded. Service was not dispatched as the customer did not question system performance. In conclusion, objective evidence reasonably suggests the likely cause for this event is insufficient reagent volume present in the tbhcg2 reagent pack. However, based on the supplied data, the cause of the insufficient reagent volume could not be determined.